Event description:
It was reported to nova biomedical that a consumer received a result of 185 mg/dl on their blood glucose meter. The consumer administered 0.5 units of insulin based on that result. Subsequently, the customer experienced a hypoglycemic event requiring medical intervention. When the emts arrived they tested the consumer getting a result of 21 mg/dl on their unknown brand of glucose meter. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer did not have any control solution to perform a test on her test strips in question. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.